Manufacturer narrative:
Result: footboard.

Event description:
It was reported by service report that the footboard and the footboard controls were damaged where fluid ingress could be possible. The controls were dislodged from the footboard and the footboard was cracked. No pt involvement or adverse consequences are reported.